Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 255cc and experienced capsular contracture (baker grade unknown) and a rupture on the right-side post operatively. This was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 425cc, catalog # 3504254bc, serial # (B)(4) (right), and catalog # 3504254bc, serial # (B)(4) (left) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior aspect. Within the crease, a rupture was noted in the posterior aspect, measuring approximately 7.7 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. Manufacturer¿s reference number: (B)(4).